Event description:
It was reported that the programmer screen kept flashing and could not be used. The programmer was sent in for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was further reported that the liquid crystal diode was replaced. Evaluation summary: (B)(4): analysis confirmed the reported event. It was found that the screen keeps flashing and would not display.

Event description:
It was reported that the programmer screen kept flashing and could not be used. The programmer was sent in for repair. No patient complications were reported as a result of this event.